Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # 113c71. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation functions to prevent unintended operation of the device that could inadvertently harm the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 113c71, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that twice during the case the stapler died in the middle of the firing sequence. Both times the battery was removed then reinserted to complete the firing sequence. Staple lines were fully intact and looked good. No buttress was being used at the time of these firings. Same device was use to complete the procedure. The procedure was completed successfully with no adverse consequences for the patient.